Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure stent damage occurred. The vascular access site was femoral. The 90% stenosed lesion was located in a moderately tortuous and mildly calcified left circumflex artery. Two non bsc balloon catheters were used however they were unable to dilate the vessel wall. There was resistance encountered during advancing of the promus element, mr, ous 3.00x20 mm stent. The physician then attempted to deploy the promus element stent and failed. There was some damage to the stent which is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure stent damage occurred. The vascular access site was femoral. The 90% stenosed lesion was located in a moderately tortuous and mildly calcified left circumflex artery. Two non bsc balloon catheters were used however they were unable to dilate the vessel wall. There was resistance encountered during advancing of the promus element,mr,ous 3.00x20mm stent. The physician then attempted to deploy the promus element stent and failed. There was some damage to the stent which is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device available for evaluation: a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).